Manufacturer narrative:
Facility reported that the lift was known to have a non-functioning base, but had not been removed from service. Lift placement by caregiver to side of wheelchair did not allow lift to move to center of gravity during transfer of resident. This is a users' error by not following manufacturers guidelines.